Event description:
On 02-dec-2025, a company representative - service personnel contacted technical service to report that compella rent us scale pd ppm (product code: p7800arent01, serial number: (B)(6), had CPR not working. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the CPR bracket needed to be replaced. Per the baxter service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for CPR. Replace or repair parts as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on jan 14, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the CPR bracket to resolve the reported event. Based on this information, no further action is required.